Manufacturer narrative:
Product analysis: both output connectors were found to be broken. The keypad widow was found to be scratched. Display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector. The epg was returned for service. There was no patient involvement.